Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia event is unknown. On an unreported date the patient was hospitalized for the hernia event. On an unreported date, the patient was treated by undergoing a hernia repair. The outcome of the hernia event was not reported. The action taken with dianeal therapy was unknown. No additional information is available.